Manufacturer narrative:
(B)(4).

Event description:
New information received notes that high, out of range pacing impedance and noise were observed. The non-pacemaker dependent patient was asymptomatic. The lead was explanted and replaced. There were no complications and the patient was stable after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic with multiple episodes of non-sustained rv oversensing. Review of the egms revealed noise. The noise was unable to be reproduced in-clinic. The physician elected to not make any programming changes at this time. The patient was in a stable condition during the event and will continue to be monitored.